Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: investigation: the last programs carried out in the equipment of series 517327 and 517405 for the date 03/24/2023, according to the "date of occurrence" informed in the initial documents of this complaint, being verified that, for both equipment, there is no record of use of this equipment on that date, nor the programming of flow of 580ml/h or volume of 580ml. Additionally, simulation tests were carried out on the units. A 100 ml solution was prepared to be infused at a flow of 100 ml/h, and during the test, the equipment worked correctly. No flow deviations above the specified. Due to the data exposed above, we inform you that the reported occurrence was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "the infusion pump showed an end of flow, but the drug bag was still with medication. At the beginning of the program there was a double check with two nursing professionals, validating the pump programming."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.